Event description:
Caller alleged discrepant results compared with the lab. Results as follows: patient 1: date: (B)(6) 2010, inratio2: 5.2, lab: 3.5; patient 2: inratio2: 2.5, lab: 3.4; patient 3: inratio2: 1.7, lab: 2.7; patient 4: inratio2: 3.3, lab: 4.7; patient 5: inratio2: 1.2, lab: 2.7; patient 6: inratio2: 1.3, lab: 2.0; patient 7: inratio2: 1.5, lab: 2.8; patient 8: inratio2: 1.8, lab: 2.2; patient 9: inratio2: 4.4, lab: 3.0; patient 10: inratio2: 5.7, lab: 3.7; patient 11: inratio2: 1.5, lab: 4.1. Customer used 4 different inratio2 meters for comparisons. See MFR. Report #2027969-2011-00428, 2027969-2012-01216 and 2027969-2012-01218 for other meters.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: see scanned table. Analysis of customer's data revealed that one out of eleven patients' test result comparisons did not meet accuracy criteria. Patient 11's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing of strip lot #232167 revealed that result comparisons met accuracy criteria. Further investigation not required. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. The allowable difference between the inratio2 inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of strip lot #232167 are within the allowable bias. No discrepant results were produced on in-house meters. These meet the above criteria. No further investigation will be pursued.